Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer experienced pain and was unable to self-treat, requiring healthcare professional (hcp) treatment of insulin lispro (dose unspecified). There was no report of death or permanent impairment associated with this event.